Event description:
It was reported that during the surgery, it was noticed the plates did not fit as expected. The plate was not used to complete the surgery however, there was a stock plate available to successfully complete the surgery. There were no adverse consequence reported and no significant surgery delay.

Manufacturer narrative:
Update: h6: the reported event could not be confirmed. The case was planned as a 3-piece lefort I surgery with a large anterior movement of 9-10 mm. The sales rep reported that the advancement of the plate was too big, and using the plate would have advanced the maxilla to far forward. Thus, the plate was not used, and stock plates were bent and used instead, which extended the surgery time by 30-40 minutes. The guides were used, but predicted holes could not be used in conjunction with the stock plates. No post-op CT is available.a complaint analysis was performed by stryker¿s custom design team. An overlay of the plates, which were manufactured by stryker, and the plates as planned by 3d systems was performed. The designs are consistent with each other. Additionally, the pictures of the fit test of the maxillary plate, which is performed after manufacturing at stryker, were reviewed, and showed a good fit of the plate to the bone model. Overall, no discrepancy was found throughout the design process. In conclusion, the plate was designed according to the data transmitted by 3d systems and manufactured according to specification. No device problem related to the plates on stryker¿s end could be found. The pictures of the fit test, which is performed during manufacturing at stryker, were reviewed, and showed a good fit of the plate to the bone model.

Event description:
It was reported that during the surgery, it was noticed the plates did not fit as expected. The plate was not used to complete the surgery however, there was a stock plate available to successfully complete the surgery. There were no adverse consequence reported and no significant surgery delay.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.